Manufacturer narrative:
Not returned.

Event description:
It was reported that the patient received a vibratory notification alert for non-sustained rv oversensing. No patient symptoms were reported. Lead noise was suspected. Review of episode suspected external emi. The cause of over sensing was undetermined. The device was reprogrammed. Patient¿s condition was stable.

Manufacturer narrative:
Correction- study.